Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the glenosphere orientation guide broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms a piece of the tip broke off. Previous investigations found the end tip was changed (addition of radius and blend) in order to increase the strength of the component, on may 19, 2008 via eco# 253075. The first batch of the new design is lot number 2761863. This complaint sample was manufactured before the design changes. The root cause is attributed to product wear out as the device shows evidence of heavy usage. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.